Manufacturer narrative:
The ge service rep disabled the extended exposure option in utility suite. The system is functioning as intended.

Event description:
The customer states the exposure does not stop soon enough when tapping the foot switch and his hand shows in the image.